Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly and the date was observed to be inaccurate due to the reset. Contact reported the customer's blood glucose level was not impacted. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received